Event description:
Per the clinic, the patient experienced an allergic reaction to the implant, followed by facial paralysis and progressive decline in performance, which subsequently led to device explantation. The device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.